Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently power on and off by itself. The user had to try multiple times to power the device on, before it would actually turn on. There was no patient use associated with the reported failure.